Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced an infusion set cannula broke event on (B)(6) 2025 while reinserting. The site insertion was abdomen and fracture occurred during use. The infusion set was inserted in the body for 10 minutes. No further information available.